Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer reported blood glucose level was not impacted. Ultimately, customer was able to clear the alarms and resume insulin delivery. Reportedly the customer will continue to use the pump for insulin therapy.